Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2009. Following the procedure, the patient experienced inflammation and infection. The patient has experienced bleeding everyday and has been unable to get off of the toilet alone. The patient has abdominal weakness. The patient has mesh protruding from her vagina which is visible to the eye. The patient has plans to see a different physician for a possible corrective procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.